Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was empty. The hcp did not know any additional details as to why the pump was empty or how long it had been empty. The date of event was unknown. No out of box failure occurred. Compatibility guidelines were requested for MRI. It was noted that the MRI procedure was not due to a problem with the device or therapy. No patient symptom was reported. No further patient complications have been reported as a result of this event.